Event description:
Customer reported system will not tilt or raise, due to a broken button. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated pcbs. Tilt button is no longer available. (B) (4)